Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Multiple attempts were made to obtain details about the reported issue(s). As of today, no information has been provided by the physician and/or user facility. Due to the very limited information provided, gore is unable to determine which device, or if all devices were involved in the adverse event. Therefore, one device was selected for reporting purposes. The IFU was reviewed and the following statement was found to be applicable: complications and adverse events can occur when using any endovascular device. These complications include, but are not limited to: stenosis, thrombosis or occlusion. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on an unknown date in (B)(6) 2023, a female patient presented for bilateral iliac artery procedure. Three gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) were implanted. As reported, treatment was in the distal aorta, with extensions into the iliac arteries using a kissing technique. On (B)(6) 2023, the physician mentioned that a month ago, the vbx devices that were implanted 'failed and went down' about two months after the implant procedure. As reported, all of the vbx devices were found occluded. The vbx devices were abandoned; an ax-bi-fem procedure was performed using a gore® propaten® vascular graft. The physician stated the patient had small vessels and was not compliant with post-procedure instructions. The devices may have also been oversized for the patient's anatomy.